Manufacturer narrative:
Returned for evaluation was one used sheath and fiber. A visual review of the fiber noted no defects. The fiber was measured to be consistent with the specifications of a 45 cm fiber. A visual review of the sheath noted that it was burnt at approximately 17 cm mark on the sheath. When laid out, such that the luer of the fiber mated up with the luer on the sheath, the fiber tip reached burn point on the sheath. The complaint is confirmed. The root cause for the reported complaint based on follow up information provided by the sales rep, is that physician began the procedure with a nevertouch 45 cm kit. While attempting to remove the 45 cm dilator from the patient, the hemostasis on the 45 cm sheath broke. The physician replaced the 45 cm sheath with a sheath from a 65 cm nevertouch kit. The physician then proceeded to complete the procedure with the 45 cm fiber from the nevertouch 45 cm kit. When the fiber was engaged, it burned through the sheath. The instructions for use, which is supplied to the end user with this catalog number, contains a statement: "confirm location of the fiber using ultrasound guidance. The nevertouch fiber end should be 1-2 cm below the sapheno-femoral junction when treating the gsv." This kit receives two 100% inspections during the packaging process to ensure the correct components are included in the kit. During the review of the manufacturing records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2011 during an endovenous ablation, the laser fiber was too short for the sheath causing the sheath to break off in the vein. The piece of the sheath was successfully retrieved from the patient. There was no harm to the patient and no further medical intervention was required.